Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that channel box was partially crushed. The knob was observed to rotate pr operly. There was biological material observed on the device. R & d was consulted to conduct the functional inspection, the trigger was engaged to load the clip. The channel's box, where the clips are loaded into prior to being fired, was observed to be crushed. The remaining clips failed to fully open when loaded into the jaws due to the damage to the box. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Per DHR the product auto endo5 ml lot # 73m2400367 was manufactured on 12/11/2024 a total of (B)(4) pieces. Lot was released on 12/20/2024. DHR investigation did not show issues related to complaint. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted to conduct the functional inspection, the trigger was engaged to load the clip. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The channel's box, where the clips are loaded into prior to being fired, was observed to be crushed. The remaining clips failed to fully open when loaded into the jaws due to the damage to the box. R & d concluded that the damage is consistent with user error. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by. For this reason, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was loading and firing correctly for the first 2-3 and then it started loading with the clip closed in the jaws and the clip would not open. The surgeon and resident both fired it to reset the applier and loaded a couple more. The clips continued to come out wrong. Case was completed with a new auto endo5. Customer would like a replacement. No harm or injury to patient".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the clip was loading and firing correctly for the first 2-3 and then it started loading with the clip closed in the jaws and the clip would not open. The surgeon and resident both fired it to reset the applier and loaded a couple more. The clips continued to come out wrong. Case was completed with a new auto endo5. Customer would like a replacement. No harm or injury to patient".